Event description:
The hcp reported that subsequent to replacement of the battery, the pt had lost all symptom suppression on the right side and the left side seemed worse than prior to the revision. All impedance readings obtained at 3.5v were within range; all of the monopolar pairs were identical and most of the bipolar pairs were the same (values were not provided). The leads were deemed to be intact because the pt received sufficient therapy effects after the electrode combinations were changed. No imaging had been performed but the hcp indicated there were no broken wires and the electrodes were thought to be optimally placed. There were no further problems noted.

Manufacturer narrative:
.